Event description:
It was reported that this left ventricular (lv) lead had a loss of capture (loc). Additionally, pace impedance measurements had reached greater than 2000 ohms, which is out of range for this lead. As a result, the lv lead was abandoned surgically. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.